Manufacturer narrative:
Title: early percutaneous valve failure within bioprosthetic tricuspid tissue valve replacements citation: catheterization and cardiovascular interventions 82:428¿435 (2013) authors: james bentham, md, shakeel qureshi, md, andreas eicken, md, john gibbs, md, george ballard, md, and john thomson, md date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review of four medtronic bioprosthetic valves implanted off-label in the tricuspid position in three patients. No serial numbers were provided in the literature. Case 4: a (B)(6) female patient, who had a medtronic 25-mm mosaic valve (pli-30) implanted four years prior, presented with severe tricuspid regurgitation. A medtronic 22-mm melody valve (pli-40) was implanted, resolving the tricuspid incompetence. Over the following year, tricuspid incompetence was noted which progressed to severe at two years post-operative. A non-medtronic valve was implanted inside the existing melody valve. Unfortunately, right ventricular function deteriorated and extracorporal membrane oxygenation was necessary. Complications of aortic dissection following aortic cannulation and tetraplegia following a cervical subdural hematoma occurred. The patient required post-operative ventilator support. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.